Manufacturer narrative:
The e801 analyzer serial number is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys troponin t hs on a cobas e 801 analytical unit. The sample initially resulted in a troponin t result of 38.8 pg/ml. The sample was repeated, resulting in a troponin t value of 26.9 pg/ml. The sample was re-centrifuged and decanted, then it was repeated, resulting in a troponin t value of 23.5 pg/ml.

Manufacturer narrative:
The customer provided data for a second patient sample with discrepant troponin t results. The second sample initially resulted in a troponin t value of < 3 pg/ml. The sample was repeated, resulting in a value of 55.4 pg/ml. The sample was re-centrifuged and decanted, then it was repeated two additional times, each time resulting in a troponin t value of < 3 pg/ml. Calibration and controls were acceptable. A general reagent problem can be ruled out as controls were within range prior to the event. Upon review of the alarm trace from (B)(6) 2024, there were 82 sample foam alarms, 23 sample short alarms, and 13 sample clot alarms. These are indicators of possible poor sample quality. The investigation did not identify a product issue. The issue is consistent with insufficient pre-analytic sample handling.